Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On 10/16/2024, the patient reported that they experienced a cgm accuracy issue which occurred the day of sensor insertion into the arm. On (B)(6) 2024, the patient began feeling dizzy. The patient's cgm was reading 129 mg/dl, and the bg meter was reading 84 mg/dl. At an unspecified time later, the patient then lost consciousness. There were no cgm or bg meter values reported at this time. The patient's wife called 911. Emergency medical services (ems) arrived and treated the patient with an unspecified intravenous (IV) fluid. The patient recovered at home and was not taken to the hospital. The patient was in good condition at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that falls within the a zone of the parkes error grid. No additional patient or event information is available.